Event description:
The customer experienced an issue since (B)(6) 2014 where tests were ordered multiple times on the same sample or ordered for samples that did not have that test requested. The issue happened with 11 samples and the thyrotropin (tsh) assay. The tsh results for all samples were 24.14 uiu/ml. None of these results were reported outside the laboratory. On (B)(6) 2014, the samples were repeated on another cobas e411 analyzer. Data was provided for five patient samples. Patient sample 1 repeat result was 2.0 uiu/ml. Patient sample 2 was from a (B)(6) year old male. The repeat result was 1.66 uiu/ml. Patient sample 3 was from a (B)(6) year old male. The repeat result was 0.926 uiu/ml. Patient sample 4 was from a (B)(6) year old female. The repeat result was 2.52 uiu/ml. Patient sample 5 was from a (B)(6) year old female. The repeat result was 0.62 uiu/ml. The repeat results were believed to be correct. There was no adverse event. The tsh reagent lot number was 17913703 with an expiration date of 03/31/2015. The field service representative found there was a problem with the panel computer and a software malfunction. He replaced the panel computer and rebuilt the database. He ran calibration and qc which was acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).